Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e411 disk analyzer. For the first sample from the patient, the initial result using the primary sample tube was 34.50 ng/l with a data flag. The sample was recentrifuged, aliquoted, and then tested on a different cobas e411 with a result of 38.9 ng/l with a data flag. The repeat result for this sample using the cobas pro e801 was 9.3 ng/l. A second sample collected 6 hours later had a result of 7 ng/l from the cobas pro e801 analyzer. The repeat result from the cobas e411 was 28.99 ng/l with a data flag. A third sample collected another 2 hours later had a result of 7 ng/l from the cobas pro e801 analyzer. The repeat result from the cobas e411 was 29.32 ng/l with a data flag. The results of 7 ng/ml were believed to be correct as they were consistent with the full clinical picture of the patient.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d4 expiration date, d4 catalog no, primary UDI number, and g4 PMA / 510k (premarket numbers) were updated. The investigation is ongoing.

Manufacturer narrative:
Three samples from the patient were submitted for investigation, and the customer's results could be reproduced. Further testing revealed an interference factor in the samples specific to the elecsys troponin t hs assay. Further clarification of the interfering mechanism is not feasible given the current methods and technology. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.